Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia and hospitalization for diabetic ketoacidosis was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by our healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod," it also advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose (bg) at least 4 to 6 times a day (when you wake up, before every meal, and before going to bed)."

Event description:
The patient reported that she was hospitalized with diabetic ketoacidosis on (B)(6). She stated that with her previous pod, her blood glucose result was 236 mg/dl at 10:00 am on (B)(6). She ate 30 grams of carbohydrate and gave herself a 2.2 unit bolus. She then activated a new pod at 10:58 am. At 1:01 pm, her blood glucose was 339 mg/dl, and she gave herself a 13.45 unit bolus. At 11:00 pm, it was 456 mg/dl. She gave herself another bolus of 23.7 units at 11:26 pm. The next day, at 10:43 am, her blood glucose result was 414 mg/dl, and she gave herself a 20.9 unit bolus. She went to the emergency room at approx 2:30 pm, and the pod was deactivated at 4:45 pm. She did not provide details as to her treatment or how long she was hospitalized. The patient stated that she is unable to check her blood glucose while she is working because it takes too long for her to bolus. She also stated that she had just changed to novolog insulin with this pod after being on apidra.